Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, item implanted on (B)(6) 2021 without incident, patient presented at emergency room on (B)(6) 2021 with dislocation of head/liner construct form shell/liner. Closed reduction was attempted and unsuccessful. Patient was referred to tulsa. Revising surgeon decided removal of all implants was in best interest of patient. Components successfully explanted on (B)(6) 2021. A sales representative was present at the process. Patient suffering from dementia and non-ambulatory.